Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an wallstent biliary partially covered stent was implanted in the bile duct to treat a biliary stenosis due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was occluded and was not dilated prior to stent placement. During the procedure, the radiopaque marks were not correctly seen and the stent was deployed distally to the lesion. Reportedly, the physician was comfortable leaving the stent implanted and another wallstent biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and okay.